Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 396 mg/dl and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A home patient (hp) contacted global technical services to report a supply bag fell and disconnected on the homechoice (hc) machine during therapy. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed he would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.